Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, following full depression of the plug deployment button on a 6f exoseal vascular closure device (vcd), the plug failed to deploy. Hemostasis was achieved through manual compression for over 15 minutes after removal of a 6f cordis sheath. No patient injury was reported. The patient presented with lower limb arterial occlusion and underwent left femoral artery puncture followed by balloon angioplasty of the superficial femoral artery. The device was returned for evaluation.

Manufacturer narrative:
As reported, following full depression of the plug deployment button on a 6f exoseal vascular closure device (vcd), the plug failed to deploy. Hemostasis was achieved through manual compression for over fifteen minutes after removal of a 6f cordis sheath. No patient injury was reported. The patient presented with lower limb arterial occlusion and underwent left femoral artery puncture followed by balloon angioplasty of the superficial femoral artery. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile 6f exoseal vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received fully depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, the indicator window was observed in the black/white and red position. No additional anomalies were observed during the visual analysis. Dimensional analysis was technically not required since the unit arrived in a fully deployed condition, making internal diameter verification unnecessary for this case. The functional deployment simulation could not be performed, as the unit was received in a fully deployed state. A high magnification evaluation was performed on the internal mechanism. No abnormal conditions were observed during this analysis. The cleaning of internal components with hydrogen peroxide was deemed unnecessary, as the device was received in fully deployed condition. The reported event of ¿vascular closure device (vcd) deployment difficulty unable¿ was not observed through analysis of the device since the device was received fully deployed. The cause of the reported issue could not be determined, especially since the condition of the device received did not match the event reported, as it was received fully deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The IFU provides the following caution: (xi.7) if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.